Manufacturer narrative:
Additional information received; the endurant iis bifurcated stent graft has been explanted from the patient approximately a month post implantation. The device was explanted due to an identified type iii suture hole that was the source of the leak at the level of the stent graft bifurcation which corresponded to the original endoleak observed during the intra-op angiograms. The patient is stable post procedure. Film evaluation summary; the cause of the reported endoleaks could not be determined from the limited films provided. Films prior to implant including images during implant were not available for review, and post-implant CT¿s and additional images during the intervention for the possible type ii endoleak were also not provided. Three (3) still angiograms all during the same portion of an intervention on an unknown date were returned. No scale was visible on the images; therefore, stent graft measurements could not be obtained. All three images showed the same angiogram during a contrast injection. A pig-tail catheter was seen positioned up the contra/left limb ~1cm above the level of the bifurcate flow divider, and a small catheter was also seen placed within a vessel which appeared to be feeding into the left and top side of the aaa sac. The tip of the catheter was near the pig-tail just above the level of the flow divider, but unclear if the catheter was inside or outside the stent graft aortic body. Contrast was seen within the entire contralateral/left limb and the distal portion of the bifurcate aortic body, and was also continuous with the 1 ¿ 2 cm length of the distal end of the small catheter/vessel which was extending out of the left side of the bifurcate and coursing along the top of the aaa sac. No contrast was seen within the aaa sac, and no other obvious stent graft issues were observed. The cause of the continuous contrast seen within the catheter placed within an external vessel (possibly retrograde flow from a type ii), as well as apparently appearing within the stent graft aortic body, could not be determined from the limited still images provided. It is possible that there was a connection (fabric hole) allowing passage of the contrast. The cause of the potential fabric hole could not be determined; analysis of the films did not reveal any stent graft characteristics that could explain the observed event. It is possible that a type iii fabric endoleak was present prior to the intervention or possibly was created during placement of the small catheter during assessment of the potential type ii endoleak. A stent graft issue cannot be ruled out as a potential cause; the explanted device is pending return for investigation and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the treatment of an unknown size abdominal aortic aneurysm. It was reported that during an angiogram performed approximately 15 days post index procedure to find the cause of a suspected type ii endoleak, contrast was seen ejecting from the stent graft. This was considered by the physician to be a type iii endoleak. It was reported that the endoleaks were resolved on an unknown date with coiling and injection of onyx. The physician reported the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the devices were returned with the bifurcate transected proximally between stent ring 3 and 4. The proximal 2 stent rings of the bifurcate aortic body including the suprarenal stents were not returned; thereby limiting the extent of the analysis. The bifurcate ipsilateral limb was returned extended with an intact limb extension, overlapping the bifurcate ipsi limb 6 stent rings. The intact contralateral limb was returned detached from the gate, and the flared ipsi limb distal extension was returned detached and intact. Other than the bifurcate aortic body transection, no stent graft integrity issues were observed on any of the returned stent graft components. In addition, no fabric holes and no enlarged suture holes were found. The source of the reported type iiib endoleak, reported as a suture hole near the bifurcate flow divider, could not be confirmed from returned devices and the limited films provided. It is possible that there was a connection (fabric hole) allowing passage of the contrast; however, no stent graft fabric holes, enlarged suture holes, or any other stent graft integrity issues were observed on the returned devices. It is also possible that source of the endoleak may have been from the proximal section of the bifurcate aortic body that was not returned. It is possible that the observed type iiib endoleak may have been a type IV blush endoleak caused by fabric porosity. Factors such as heparin dose and coagulability may have contributed to a potential type IV endoleak. If information is provided in the future, a supplemental report will be issued.